Event description:
It was reported that this right ventricular (rv) lead presented high out if range impedance measurements and high pacing thresholds measurements. The patient was examined by fluoroscopy, which dislodged showed the lead dislodged and was loose on the ventricle. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.